Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting, a technical service representative (tsr) was informed that fluid had leaked onto the floor. The care giver (cg) could not identify where the leak occurred. The tsr assisted the cg with ending therapy and advised the cg to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.